Manufacturer narrative:
Continuation of medical devices: 694758 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning for high rv (right ventricular) pacing impedance, along with rv oversensing and atrial p-wave undersensing noted. The rv lead was capped and replaced, and the atrial lead remains in use. No patient complications have been reported as a result of this event.